Event description:
Balloon ruptured in pt and sheath balloon were removed. Sailor plus balloon inflated to 12 atm, ruptured while inside the pt. Immediately after the rupture, the physician attempted to pull the balloon out, but the balloon tip broke off in the 6fr sheath. The malfunction resulted in de-access of the fistula. No pt injury and/or intervention reported.

Manufacturer narrative:
Device has not returned for evaluation.